Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause for the failure was a defective u612 inverting charge pump on the ca board. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse events occurred from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The root cause for the failure was the trunk was pulled from strain relief, damaging the j702 off the distribution node pca and breaking all of the wires. The root cause for the strained cable was excessive force. No adverse events occurred from the defective belt. Manufacture dates: monitor sn (B)(4) - 3/16/2020. Electrode belt sn (B)(4) - 7/31/2015.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages and that there electrode belt was damaged.